Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event with an infusion set where tubing got detached from connector after being used for three days. Patient's blood glucose level at the time of event was 240mg/dl. Patient would replace infusion set and resume insulin. No further information available.